Manufacturer narrative:
(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's ipg was replaced with a new one.

Event description:
It was reported the pt is not receiving stimulation and is unable to communicate with her scs ipg using external devices. An sjm rep met with the pt and confirmed the issue. Surgical intervention may be pending to address the issue.